Manufacturer narrative:
Manufacturer's report date: july 16, 2014. (B)(4). Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation. This product is distributed by carefusion and manufactured by (B)(4). (B)(4).

Event description:
The customer reported the tubing broke. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.